Event description:
The customer reported a leak when using the coulter act diff analyzer. The startup process failed for the hemoglobin and platelet parameters, and the bath overflowed. The leak was not contained and approximately 10 ml of fluid leaked onto the counter. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat, goggles, and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and identified a pump malfunction due to worn peristaltic tubing. The fse replaced the peristaltic pump tubing, which contributed to the bath drain issue. (B)(4).